Event description:
Customer's mother reported via phone, on (B)(6) customer blood glucose was 21 mg/dl and because of the insulin pump issues the sensor only lasted three days. Customer's mother stated on (B)(6) the customer rolled over when she was sleeping and the sensor fell off. Customer's mother declined troubleshooting. Customer's mother didn't agree to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-56378.